Event description:
It was reported that the pump miscalculated boluses. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.